Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported implant injury. ¿0.4cm sized fcd lesion - no change, c2¿, ¿right thyroid 46cm sized ag - no change¿ was also reported, which is not considered device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.